Manufacturer narrative:
Concomitant medical products: product ID: 8870, lot# unknown, serial# unknown, implanted: n/a, explanted: n/a, product type: software. Other relevant device(s) are: product ID: 8870, serial/lot #: unknown, ubd: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 2000 mcg/ml with an unknown daily dose via an implantable pump for an unknown indication for use. It was reported that in a new pump when the pump was checked on (B)(6) 2019, they found the concentration to be 1000 microgram/ml when read off with the n'vision programmer. We have talked to the surgeon and he had programmed the right concentration of 2000 mcg/ml. It was reported that they never use the baclofen concentration of 1000 microgram/ml. It was inquired if the incorrect concentration was noticed and corrected before sending the patient home and a reply reported that they can't confirm that is was the date when they checked the pump, but that the rep understands that it was done when they discovered it. They were wondering if it's the pump that changes concentration itself or is it the programmer who changes when we read off. It was reported that it was unknown if the patient experienced any symptoms. It was reported that the serial number of the n'vision programmer was unknown. It was reported that the serial number of the 8870 software card that was used as unknown. There were no reported causes or contributing factors that led to the issue. There were no reported complications.